Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.the device is being returned to to manufacturer. Further investigation will be performed upon receipt of the device.

Event description:
On (B)(6) 2022, a perceval valve model pvf-m was explanted intraoperatively due to severe perivalvular leak. The cause of the pvl was attributed to a crisscross from the stent which was noted following examination after the valve was explanted. As reported, the collapsing phases were reviewed and everything was done correctly. The patient was not adversely affected by the event.

Manufacturer narrative:
Corrected h6 - device code.

Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the reported event, but none has been received to date regardless of the attempts. Despite the device involved in the reported event was indicated as available for return, it has not yet been received by the manufacturer. Thus no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, or should the device be received, further investigation will be performed as applicable and an update to this reporting activity will be provided.

Manufacturer narrative:
The device has been returned to the manufacturer. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. The replication of collapsing phases was performed using the returned valve pvf-m and a demo accessory kit, in order to attempt to reproduce the reported event. No problems were encountered positioning the returned valve and only a slight difficulty was observed after the collapsing phase before to capture the outflow side with the plastic tube. In fact, some elements of the metallic crown resulted slightly overlapped. However, it was possible to correctly cover the metallic stent with the plastic tube despite the overlapping. In the contrary, the inflow portion of the valve has been correctly reduced and captured by the support cap. As regards the overlapping phenomena, there is a specific warning in the pvs IFU to check the valve structs before the implant. Considering that this aspect was not mentioned in the case history, it is possible to hypothesize that it could be due to the subsequent problem of folding that is object of the complaint. Finally, it is possible to exclude it to be linked to a pre-existing intrinsic characteristic of the structure itself. On the other hand, despite the overlap, the capture of the outflow structure, and subsequently, the deployment was completed without problems. During the valve deployment and ballooning phase in the silicon aortic root (size 21), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed, and it remained fixed within the annulus without observing significant anomalies. Inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge. The test of deployment performed in the smaller size (aortic root #21) shows that in normal conditions the prosthesis performed correctly, nevertheless the folding occurred, and in those case, it is possible to speculate about a possible concomitance of factors including some peculiar anatomical geometry or a radial force in that area where the folding occurred. For this reason, an attempt to replicate this phenomenon was carried out reproducing the same effect documented and reported by the customer. The radial force necessary to induce the folding was not negligible and it was applied also in the other two sectors without obtain the same permanent result. The fact that the phenomenon has been replicated in the sector in question can be traced back to the typical behavior of nitinol. In fact, it is a material which, once deformed, has the quality of returning to its original geometry. However, if the deformation exceeds a certain limit, the material has a predisposition to deform more easily in that point rather than in others even though it has been able to recover its original geometric shape. Finally, once the structure has folded inside the root it will hardly be able to return to its original shape while remaining in the annulus. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review and analysis performed, it is possible to exclude the relationship between the reported issue and the returned device quality. It is possible that the factors such as peculiar anatomical geometry and the over-sizing has contributed to the cause of the reported event but since limited information is available in this regard, this cannot ultimately be confirmed. Should any further information be received in the future, a follow up report will be provided.